Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank segment at display and it was too difficult to read information. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked. Bleeding lcd glass, cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner and cracked belt clip slot. Unable to perform the displacement and self test or verify missing segment due to physical damaged to lcd glass.